Event description:
Device report from synthese reports an event in switzerland as follows: it was reported that a physical product of the pfna nail, which has superficial or optical defects, photos of the nail were taken. The patient confirmed to the j&j employee that he still has damage and pain from the surgery. The reason for the removal and revision surgery was due to material defects. Patient status/outcome: still in treatment. Implant date: (B)(6) 2019 explant date: (B)(6) 2019 this report is for one (1) pfna ã¸10 long r 130â° l360 sst this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the nail had broken. Implant date was (B)(6)2023, and explant date was (B)(6)2023.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photos. Visual analysis of the photo cannot confirmed the reported allegation, no signs of breakage were found on the device. However, it can be observed on the proximal section of the pfna ã¸10 long r 130â° l360 sst signs of what appears to be drilling marks, most likely cause due to a freehand drilling technique or the drill sleeves were not fully engaged to the surface of the nail, aiming the drill bit off-direction. The pfna surgical technique was reviewed, following statement was found: precaution: always ensure that the connection between pfna, insertion handle and aiming arm is good, otherwise drilling for distal locking may damage the pfna. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for pfna ã¸10 long r 130â° l360 sst. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part# 02.027.226s lot # l987710 manufacturing site: werk bettlach release to warehouse date: 31 july 2018 supplier: n/a expiration date: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D6a, d6b: implant and explant dates added. Concomitant devices added. Date of concomitant therapy is (B)(6)2023.